Event description:
Reporter indicated that diagnostic testing resulted in high lead impedance during an office visit in late 2007. It was reported that the pt experienced an increase in seizures beginning in approx three months earlier with unk relationship to pre-vns baseline. The radiologist took x-rays of the neck and chest without any noticeable fractures. Physician is planning to have x-rays forwarded to MFR for review. Lead revision surgery is planned.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.